Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Review of this file indicates that the lens was not implanted in accordance with the dfu requirements. The patient has an anterior chamber depth of 2.93mm. This lens model is indicated for use with an anterior chamber depth (acd) of equal or greater than 3.0 mm, as measured from the corneal endothelium to the anterior lens capsule. Claim #(B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -4.5/+6.0/90 diopter, in the patient's left eye (os) on (B)(6) 2015. The patient experienced a refractive surprise. On patient's last visit on (B)(6) 2015, the patient's best corrected visual acuity was 20/20. The status of the eye was a "quiet eye" and "good vaulting".

Manufacturer narrative:
Additional data: work order search: no similar complaints were reported for units within the same lot. (B)(4).